Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheters are being placed into patient's femorals in the cath lab. The customer claims the locking mechanism on the 6fr, 7fr, and 8fr saf sheaths sometimes does not work. They feel the plastic is either too soft or the locking mechanism does not work between the dilator and the sheath valve assembly. As a result, they have been able to work through the issue. There were no delays in treatment and no patient deaths or complications reported.

Manufacturer narrative:
(B)(4). The report that only a small amount of force was required to unlock the dilator from the sheath was confirmed. Returned was an 8fr dilator inside a saf sheath. The dilator was removed from the sheath and reinserted. A light tug on the dilator did not affect the connection. When a little more force was applied the dilator unlocked and could be removed from the sheath. The outside diameter (od) of the step at the base of the dilator hub designed to snap into the sheath was measured at two positions. The od of position 1 measured 0.1450 inches and position 2 (rotated 90 degrees from position 1) measured 0.1458 inches. Both measurements were less than the minimum specification of 0.0149 - 0.0151 inches per the dilator graphic. The inner diameter (ID) of the sheath hub measured 0.146 inches using pin gauges, which met the specification of 0.144 - 0.147 inches per the sheath graphic. A device history record review was performed based on other remarks: the lot number of product on the customer's shelf and there were no relevant findings. The probable cause of this issue is manufacturing related. Further investigation of this complaint issue has been initiated.

Manufacturer narrative:
(B)(4). The report that only a small amount of force was required to unlock the dilator from the sheath was confirmed. Returned was an 8fr dilator inside a saf sheath. The dilator was removed from the sheath and reinserted. A light tug on the dilator did not affect the connection. When a little more force was applied the dilator unlocked and could be removed from the sheath. The outside diameter (od) of the step at the base of the dilator hub designed to snap into the sheath was measured at two positions. The od of position 1 measured 0.1450 inches and position 2 (rotated 90 degrees from position 1) measured 0.1458 inches. Both measurements were less than the minimum specification of 0.149 - 0.151 inches per the dilator graphic. The inner diameter (ID) of the sheath hub measured 0.146 inches using pin gauges, which met the specification of 0.144 - 0.147 inches per the sheath graphic. A device history record review was performed based on other remarks: the lot number of product on the customer's shelf and there were no relevant findings. The probable cause of this issue is manufacturing related. Further investigation of this complaint issue has been initiated.